Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed. A field service engineer inspected and adjusted all wire harness connections to the microswitches and applied conductive grease to all connections and then ran a test in hardware test application, and everything worked properly with no issues. The customer also tested the tower door afterward and confirmed that it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 kept failing periodically. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.